Event description:
It was reported that the patient experienced hemolysis post pulsed field ablation (pfa) procedure. The patient presented with a large common ostium on the left side approximately 38mm and was treated using a farawave catheter. A total of 40 applications were administered, including two olive applications per vein. Following the procedure, the patient developed cola-colored urine, and renal function deteriorated significantly. The creatinine level increased from 80 umol/l before the procedure to 713 umol/l after 48 hours. The patient underwent four dialysis sessions. There were no signs of renal issues prior to the procedure. According to the physician, renal function was expected to recover, and the patient was discharged. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the physician confirmed that the renal function returned to baseline.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hemolysis post pulsed field ablation (pfa) procedure. The patient presented with a large common ostium on the left side approximately 38 mm and was treated using a farawave catheter. A total of 40 applications were administered, including two olive applications per vein. Following the procedure, the patient developed cola-colored urine, and renal function deteriorated significantly. The creatinine level increased from 80 umol/l before the procedure to 713 umol/l after 48 hours. The patient underwent four dialysis sessions. There were no signs of renal issues prior to the procedure. According to the physician, renal function was expected to recover, and the patient was discharged. The device is not expected to return as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.